Manufacturer narrative:
The manufacturing records for the onxane-23 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. Operative notes received found the patient had three specific clotting incidents. This investigation is relegated to the blood clot found in the patient¿s leg (B)(6) 2018. An onxane-23 sn (B)(6) was implanted in a 39-year-old female patient in the aortic position on (B)(6) 2018. A medical chart of the patient was provided. Within the report is a visit to the emergency room on (B)(6) 2019 with a complaint of pain in the right lower leg but was released without diagnosis or treatment. The next day she contacted her doctor who arranged for "dopplers" which produced "findings consistent with right leg arterial insufficiency at the level of infrapopliteal arteries." This patient had a previous complaint of left leg claudication (1649833-2019-00059). She had coarctation of the aorta, which was stented, is a former 15-year smoker with a history of obesity, type 2 diabetes, and hypertension as well as multiple circulatory system disease complications with pregnancy. Whether or not these conditions may have also contributed to the patient's revelation is unknown. The physicians will plan for an outpatient gated chest CT, if no source of thromboemboli can be identified they will plan to proceed with patent foremen ovale (pfc) closure. She would also be considered for testing for hypercoagulable blood. The patient underwent an "anjiojet" treatment following an angiogram in an attempt to remove the observed embolus in the tibioperoneal trunk (tp trunk) or anterior tibial artery (at) region. The attempt was "technically successful though clinically unsuccessful. She will continue to be followed clinically. The medical record ends here. Although the current diagnosis is thromboembolism (te) blockage in the tp trunk and at, the source of such te is unconfirmed and could be from any of a number of possibilities including the prosthetic valve, a pfo, hypercoagulable blood, or other arterial disease state. Meanwhile, thromboembolism is a known potential complication occurring at a historical rate of 3.0%/patient-year [iso 5840:2005e]. It is recognized as a potential adverse event for the on-x valve [IFU]. Potential thromboembolism of unconfirmed origin in right lower leg. Root cause is unknown. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, patient experience a blood clot in the leg. The clot was accessed through the groin. This is the third event for this patient being investigated. Patient is currently doing well.